Manufacturer narrative:
Correction data: updated primary unique device identification (UDI) number. After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, tip end of the stent from a 5mm x 150mm smart flex vascular stent system was cracked before use. The procedure was completed by using a lower extremity stent from another brand. There were no reports of patient injury. The surgery, stenting for the treatment of arteriosclerosis and thrombosis of the lower extremities, targeted a thrombosis in the left superficial femoral artery (sfa). The surgeon was trained. The patient did not have any contagious disease. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device was stored and prepped in accordance with the instructions for use (IFU). The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. After unpacking the device for product evaluation, the device was thoroughly inspected. Two outer sheath separations were observed on the proximal end, along with a kinked condition 15 cm away from the hub distal end. The stent was mounted in the manufacturing position, showing no indications of stent fracture as reported in the complaint. However, due to the outer sheath separation and kink, a functional analysis could not be completed. Microscopic analysis of the separated outer sheath portions revealed elongations at the affected areas, suggesting overloading tensile strength exposure as a possible cause of the separation. Additionally, plastic deformation observed in one of the separated portions, along with the kink, may indicate rough handling during use. The reported ¿stent fractured¿ was not confirmed as the stent was mounted in the manufacturing position with no anomalies noted on the stent itself. The exact cause cannot be determined. Subsequently, kinks and an outer sheath separation were observed during analysis. Device analysis concludes the device was induced to events that exceeded its material yield strength prior to the separation of the outer sheath. Additionally, there were elongations and kinks evident on the returned device suggesting rough handling. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, tip end of the stent from a 5mm x 150mm smart flex vascular stent system was cracked before use. The procedure was completed by using a lower extremity stent from another brand. There were no reports of patient injury. The surgery, stenting for the treatment of arteriosclerosis and thrombosis of the lower extremities, targeted a thrombosis in the left superficial femoral artery (sfa). The surgeon was trained. The patient did not have any contagious disease. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.